Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patient has a ruptured implant on MRI and implant is textured biocell". This record is for the left side. Device remains implanted and it will returned.